Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with myocardial infarction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 38 mm long, with a reference vessel diameter of 3.00 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject died. The cause of death was unexplained. No action was taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the event is not related to covid 19. The patient died at home, and there was no evidence of the cause of death. The correlation cannot be ruled out, so the relationship might be unlikely.

Manufacturer narrative:
Initial reporter city: (B)(6).